Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the pneumatic module assy and pressure transducer to resolve the issue. The upper panels of the pressure transducer was replaced due to cosmetic damage. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra aortic balloon pump (iabp) unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: telephone number # (B)(6).

Event description:
It reported that during check-in of the cardiosave intra-aortic balloon pump (iabp) rental unit, the getinge field service engineer (fse) was unable to get the 30 psi test to pass; the atmosphere and drive readings were blank. There was no patient involvement, thus no adverse event was reported.